Event description:
The customer complained of false negative reactions of a proficiency sample (aut-02) containing anti-e. We received the proficiency sample (aut-02) but not the complaint lot of biotestcell 3. The proficiency sample was tested with the retention sample on tango in the quality control laboratory and reacted negatively. Furthermore, a twofold serial dilution was tested on solidscreen ii and reacted correctly positive. Referred to information of customer, the proficiency sample aut-02 contains a monoclonal anti-e and not a natural occurring antibody. The intended use of solidscreen is amongst others the detection of irregular red cell antibodies in human blood. The correct function of the affected lot biotestcell 3 was confirmed by testing different weak antibodies. All positive and negative reactions were correct. Testing at the quality control laboratory confirmed the correct function of the complaint lot of biotestcell 3. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot.